Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during the infusion of dacogen, there was leaking noted coming from the location where the texium on the end of the secondary line is attached to the baxter primary line. Tubing was disconnected, reconnected, and leaking continued. There was no report of patient harm.